Event description:
The customer reported that the system speaker is missing. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting phone number - (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that ¿speaker is missing". The rse determined that the new speaker part (45356426733) was offered to the customer. The customer was provided a replacement speaker part to resolve the issue.